Event description:
It was reported that the device exhibited oversensing on the ventricular lead. A review of the egms showed noise that is indicative of ventricular lead damage. As a result, the device was explanted and the lead was taken out of service.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.